Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly due to rapid battery depletion. Low battery alerts/alarm were confirmed. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Customer's blood glucose (bg) ranged from 450 mg/dl to the 500 mg/dl range and customer experienced blurry vision as a result. A correction bolus via the pump was delivered to address elevated bg. Reportedly, customer charged the pump and performed a pump reset to resolve the issue and resume insulin therapy.